Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device does not turn on with the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The reportable issue was discovered by a stryker product assessment center technician. The cause of the issue was determined to be the reed switch, sw5. The device was archived by stryker and the customer received a replacement device.